Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that today they were recharging on excellent for 20 minutes and the implant didn't even charge. Caller noted they tried resetting the controller battery, but now the controller won't come on at all. Agent walked caller through removing the battery pack and plugging controller into the ac power cord, confirmed controller powers on. Caller saw battery empty cannot provide stimulation. Caller inserted the battery but the controller did not display the battery percentage and continued to display the plug icon. Caller confirmed the battery pack was properly seated in the controller. The issue was not resolved. An email was sent to the repair department to replace the battery pack.

Event description:
It was reported that today they were recharging on excellent for 20 minutes and the implant didn't even charge. Caller noted they tried resetting the controller battery, but now the controller won't come on at all. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw battery empty cannot provide stimulation. Caller inserted the battery but the controller did not display the battery percentage and continued to display the plug icon. Caller confirmed the battery pack was properly seated in the controller. The issue was not resolved. An email was sent to the repair department to replace the battery pack.

Manufacturer narrative:
Product ID 97745bp lot# nlh080833n: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh080833n product type accessory analysis found : broken battery case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that today they were recharging on excellent for 20 minutes and the implant didn't even charge. Caller noted they tried resetting the controller battery, but now the controller won't come on at all. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw battery empty cannot provide stimulation. Caller inserted the battery but the controller did not display the battery percentage and continued to display the plug icon. Caller confirmed the battery pack was properly seated in the controller. The issue was not resolved. An email was sent to the repair department to replace the battery pack.